Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to a third part service center for evaluation, and the customer¿s complaint was confirmed. During diagnosis testing the service engineer observed an error code indicating the o2 proportional valve is mechanically stuck closed or open. In conclusion the device's oxygen blender module assembly. Oxygen blender module harness and system board needs to be replaced to address the issue. The system does not meet the specification for the performed service and is not returned to use. The device will be sent to the UK bench for follow up repairs. Following the initial evaluation, a philips remote service technician confirmed the device failure requiring replacement of the oxygen blender module assembly, oxygen blender module harness and system board to resolve the issue. A final report is being submitted. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly. New information: the trilogy ev300 ventilator was returned to bench, and the reported fault was confirmed. A 4-year service was not due at the time of service. Software version 1.06.10.00 was re-installed. The device passed all test, and the system meets the specification for the performed service and is returned to use. The oxygen blender module assembly was sent to the manufacturer product investigation lab for further investigation.

Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to a third part service center for evaluation, and the customer¿s complaint was confirmed. During diagnosis testing the service engineer observed an error code indicating the o2 proportional valve is mechanically stuck closed or open. In conclusion the device's oxygen blender module assembly. Oxygen blender module harness and system board needs to be replaced to address the issue. The system does not meet the specification for the performed service and is not returned to use. The device will be sent to the UK bench for follow up repairs. Following the initial evaluation, a philips remote service technician confirmed the device failure requiring replacement of the oxygen blender module assembly, oxygen blender module harness and system board to resolve the issue. A final report is being submitted. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly.